Event description:
Caller reported a cartridge alarm 20 while pumping. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, and the caller was advised to use multiple daily injections as a backup therapy. The customer was informed that the replacement pump would come with updated software and training resources in their tandem source account. They were also given instructions to put the current pump into storage mode and return it within 10 days using a pre-paid shipping label.